Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent cystoscopy, bilateral retrograde pyelogram, and bladder biopsy with fulguration on (B)(6) 2011 due to bladder mass. It was reported that patient underwent incisional hernia repair on (B)(6) 2014 using a merlex mesh due to incisional hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh failure, related complications along with incomplete bladder emptying due to urethral obstruction. It was reported that the patient underwent cystoscopy, right retrograde and removal of the cystocele sutures on (B)(6) 2012 due to mesh failure along with a left urethral obstruction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 01/16/2017.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent a cystoscopy with hydrodistention, laser and cautery of ulcers, injection into the ulcers and instillation lidocaine into the bladder lumen on (B)(6) 2011, due to ulcerative interstitial cystitis. It was reported that the patient underwent a cystoscopy with gentle hydrodistention, bladder biopsies with fulguration, injection of marcaine and kenalog and installation of dmso on (B)(6) 2012, due to ulcerative eosinophilic cystitis. It was reported that the patient underwent a transvaginal sling removal, mesh removal, anterior repair, cystoscopy with hydrodistention, bladder biopsies, cautery of ulcers, injection of kenalog and marcaine and instillation of dmso on (B)(6) 2012, due to ulcerative cystitis and incomplete bladder emptying due to urethral obstruction. No additional information was provided.